Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were reproduced during evaluation by troubleshooting the device. System error 322 messages were verified through a review of the event history log and found during a visual inspection to be caused by an out of adjustment link screws spacing gap which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.